Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. Additional information was requested and the following was obtained: what were the indications for surgery? No information did the patient receive any chemotherapy or radiation prior to the procedure? No information who fired the device and what was his/her experience? The doctor did. He is familiar with the device. Was the device easy or difficult to fire? No information but the device was fired as usual. What there any audible or tactile feedback? No information were the washer and donuts inspected? No information if so, what was their appearance? No information. Where in the green range was the device fired? No information. Were there any issues with staple formation? No information. What is the current patient status? The patient is stable. Is the colostomy permanent or temporary? The colostomy is temporary. The sales rep reported additionally that the temporary colostomy is usual procedure for lar in this hospital. Around which quadrant did the leak occur? No information. Is a copy of the video available for analysis? No, a copy of the video was not taken.

Event description:
It was reported that during a lap anterior resection on (B)(6) 2016, air leak was found when a leak test was performed after firing. The device was used on the rectum. A covering stoma was created to complete the case. When the sales rep checked the operation video with the doctor, the device seemed to be treated properly. The device has been discarded.